Manufacturer narrative:
The device currently remains in service. Should additional information be received, this report will be updated.

Event description:
It was reported the patient had a spinal cord stimulator implanted a few weeks prior to this event. During a follow-up, premature battery depletion was observed. The device had gone from 7 years remaining to 5 years within a short time period. Technical services is checking the "save to disk" that was sent from the field. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient had a spinal cord stimulator implanted a few weeks prior to this event. During a follow-up, premature battery depletion was observed. The device had gone from 7 years remaining to 5 years within a short time period. A save to disk was sent to technical services for their review. No adverse patient effects were reported. Additional information: after technical services reviewed disk analysis, it was determined that there was normal device function, and that the battery was depleting normally. The data showed an increase of power consumption related to what appeared to be weekly device interrogations with a programmer. Once the frequent interrogations cease, the power and longevity will return to normal. A follow-up request was sent to the rep, and it was indicated that there were no further updates received from the physician.